Event description:
It was reported to boston scientific corporation on april 25, 2023, that an ultraflex tracheobronchial covered distal release stent was to be implanted in the upper lobe of the right lung to treat a 4 cm severe airway stenosis due to adenocarcinoma during an endotracheal stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tight and was not dilated prior to stent placement. During the procedure, the stent was partially released, and the black stent deployment suture could not be pulled further. The stent was partially deployed when removed from the patient, and the procedure was completed with a non-boston scientific stent. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: the ultraflex tracheobronchial covered distal stent and delivery system were received for analysis. Visual inspection found that the stent was partially deployed on the delivery system, and the deployment suture was raveled in the stent. Microscopic inspection found no damages or knots on the deployment suture. Functional inspection related to the deployment of the stent was performed by unraveling the deployment suture and holding the handle hub in the palm of one hand, and by grasping and retracting the finger ring with the other hand. Retracting the finger ring connected to the crocheted suture that binds to the delivery system shaft gradually released the stent from the delivery system. No other damages were noted with the stent or the delivery system. Product analysis confirmed the reported event of the stent being partially deployed, as the patient's anatomy (tight with severe stenosis) could have caused the stent to be unable to be deployed during the procedure and consequently caused the stent to partially deploy after removing the stent from the patient. The investigation concluded that the patient's existing condition or disease may be demonstrably responsible for the adverse event, and the use of the device has neither caused nor otherwise influenced this condition or disease-related adverse event. Therefore, a review and analysis of all available information indicated that the most probable cause is adverse event related to patient condition. A product labeling review identified that the device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an ultraflex tracheobronchial covered distal release stent was to be implanted in the upper lobe of the right lung to treat a 4 cm severe airway stenosis due to adenocarcinoma during an endotracheal stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tight and was not dilated prior to stent placement. During the procedure, the stent was partially released, and the black stent deployment suture could not be pulled further. The stent was partially deployed when removed from the patient, and the procedure was completed with a non-boston scientific stent. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.